Event description:
It was reported that during a procedure, the surgeon and scrub-nurse experienced that there was more charring than usual on the tip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the surgeon and scrub-nurse experienced that there was more charring than usual on the tip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.